Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. The device was put through and passed a series of automated tests which verified functionality and therapy availability. Review of device memory found evidence of telemetry issues, including several 0 second session times a radio frequency (rf) wake up test was run, and all wake ups were greater than 1.8 milliseconds. The device case was opened, and the rf integrated circuit was inspected for cracked solder joints, none were found. The allegation of telemetry difficulty could not be confirmed as the device passed automated testing and the rf wakeup test.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite using two different programmer tablets and wands. Boston scientific technical services (ts) recommended placing an ice pack on the device to reduce body temperature. Afterwards, attempts to interrogate the device continued to be unsuccessful. A magnet reset was performed, and appropriate tones were heard. Subsequently, interrogation was successful. A copy of the device data was analyzed. Boston scientific engineers recommended device replacement as the device telemetry is not stable. The device was explanted, replaced, and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Due to covid-19, this device remains in the possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite using two different programmer tablets and wands. Boston scientific technical services (ts) recommended placing an ice pack on the device are to reduce body temperature. Afterwards attempts to interrogate were unsuccessful. A magnet was performed, and appropriate tones were heard. Afterwards interrogation was successful. A copy of the device data was analyzed. Boston scientific engineers recommended device replacement as the device telemetry is not stable. The device was explanted and replaced.